Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a safety insulin syringe. The customer reports nurse attempted to engage the safety, and it was difficult to push up. The nurse was stuck on the opposite hand and obtained a contaminated needle stick.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.